Event description:
It was reported that, "the arthroplasty was revised due to infection. The tibial insert component was revised. The components were implanted in situ for 2.29y. The patient presented with a (B)(4) score of 2 three months prior to revision surgery and a maximum score of 4."

Manufacturer narrative:
No other information has been provided. No other specific information is available from the research center.